Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image of the subject device disappeared and the visual field was suddenly lost. At that time, scope communication error (e216) was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause was not conclusively determined. The reported event might have attributed to the following. - poor connection between this device and the video processor. - the cable of this device was broken. -the image sensor of this device was broken. - the customer connected this device to the video processor with the processor on and it resulted in the electrical circuit was damaged. If additional information becomes available, this report will be supplemented.